Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. The battery depletion was normal, meeting 80% of expected longevity.

Event description:
It was reported that the left ventricular (lv) and right ventricular (rv) leads with high thresholds may have contributed to a early battery depletion in the cardiac resynchronization therapy-defibrillator (crt-d) device. It was also reported that "pre-arrhythmia egm" was turned on and it was not known how long the device was programmed at this setting or programmed outputs. The crt-d device was removed and replaced with a new device programmed with outputs at 2.5v at 1.5 ms for both the lv and rv leads and the pre-arrhythmia egm turned off. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.